Manufacturer narrative:
The ge rep conducted an onsite investigation. The joystick was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the joystick on the 9800 system was broken and had no lateral movement. No pt injury was reported.